Manufacturer narrative:
A visual examination of the returned device found that the device was returned with a broken pull wire at the z bend. A functional evaluation could not be performed due to the sample return condition. External analysis of the broken pull wire found that fracture occurred due to a bending overload resulting from a reduced cross sectional area. No additional material anomalies were identified. The condition of the returned incident device was consistent with the complaint that the device would not close. External analysis of the pull wire determined that the fracture occurred due to a bending overload. However, there are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use and that excessive force should be avoided when handling the device. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the forceps were positioned to take the second biopsy where it was found that one of the jaws would not close. As a result the scope was removed with the device and another radial jaw 3 large capacity single-use biopsy forceps was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the forceps were positioned to take the second biopsy where it was found that one of the jaws would not close. As a result the scope was removed with the device and another radial jaw 3 large capacity single-use biopsy forceps was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Weight is unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).